Event description:
Customer reports a failure of the eye tracker illumination. No patient harm was reported and no additional information was provided.

Manufacturer narrative:
During the on-site investigation, the service tech replaced the cable. Root cause was identified as a faulty illumination ring cable. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).